Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed two pump errors. It was reported that a motor communication error and a critical block and inverse critical block did not add to zero alarm were received in the insulin pump. Customer's blood glucose level was 4.7mmol/l at the time of the incident. It was reported that the customer was bolusing when insulin pump screen went black and pump restarted. Troubleshoot for pump error was performed and found that a bolus was not recorded in the insulin pump's history. It was reported that after another manual bolus was performed, it was visible it the history. The insulin pump will not be returned for analysis.